Event description:
The patient reported she had a 12.6mm micl 12.6 implantable collamer lens implanted in her left eye (os) on (B)(6) 2008. The patient reported over time her vision has changed. The icl remains implanted.

Manufacturer narrative:
Pt age: unk pt weight: unk. Date of event: unk. Explant date: na. (B)(4). Device evaluated by manufacturer? No. Lens remains implanted. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens remains implanted.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly glasses were prescribed for refractive error following icl implantation 5 years ago. The need for glasses does not constitute a serious injury. The patient attributed decrease in va to two pregnancies (three years and one year ago). Ophthalmologists are aware that pregnancy can induce physiologic and pathologic changes in the eye. Hormonal changes during pregnancy may adversely affect corneal biomechanics (albert cheung, "ocular changes during pregnancy" ophthalmic pearls, may 2012). Among the transient refractive changes are increases in corneal thickness because of fluid retention during pregnancy and increases in corneal curvature as much as 1 d or more. Those kind of hormonal changes can persist postpartum. The accommodation could be affected by pregnancy leading to accommodative insufficiency and paralysis. Given this information the most likely cause was patient related factor. The reassessment will be performed when( if) additional information is received from the doctor. Conclusions: based on the complaint history, work order search and the medical review, the most likely cause of the event was patient related factor. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the facility reported the patient had prk surgery to correct her vision post-op. The date of the last post-op visit was (B)(6) 2013.